Event description:
A nurse reported a pt with an unexpected outcome following intraocular lens (iol) implant surgery. The nurse reported a minus (-) diopter intraocular lens (iol) was implanted into the pt instead of plus (+) diopter iol. She indicated concern that the only differentiation was the symbol (-) between the two lenses packages. In a follow-up, the nurse added that the error was not noticed until the following morning at the pt's postoperative visit. The nurse reported that, a first glance, it appeared the packaging was the same for both powers but on close inspection the symbol (-) was on the minus lens box and that the print is insignificant and faint. The nurse indicated this is the reason why the incorrect lens was removed from its pack and handed to her. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: product evaluation: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause was determined to be failure to follow the dfu. The dfu instructs to examine the label on the unopened package for model, power, proper configuration and expiration date. The customer indicated a minus diopter iol was pulled by mistake and implanted instead of the plus diopter iol the doctor requested. Customer indicated there was only one differentiation in the packaging. The carton label has three minus designations: the word minus is printed beside the product name, the symbol(-) is beside the diopter, the word minus is printed above the symbol (-). The lens case label was two designations: the word minus in parenthesis is written above the word power and the diopter power has a negative sing. Additional information has been requested. (B)(4).